Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported last night they tried to charge their implant 3 different times and wiped the magnet with alcohol to try to get their implant to charge but the implant would not charge. This morning pt mentioned they could not get the black squares to light up. Pt verified they could not get anything on the recharger to turn on. Ps asked for an event date and pt noted the issue first happened 2 weeks ago for this was the 2nd time this had happened. Pt confirmed no damage on the dtc cord/connector pin and the recharger charging port. Pt plugged dtc into wall and verified green light came on. The issue was not resolved. The patient was sent out a replacement desktop charger. No symptoms were reported.  Additional information was received from a patient (pt). Pt called back stating they received the replacement desktop charger (dtc) but the boxes are still all empty when trying to charge implant. Caller stated they are in pain and need to get this working. Agent asked caller to walk through an implant charge session. Caller confirmed that the implant is halfway charged, and they see zero coupling bars. Patient services (pss) offered to walk caller through turning stim on but caller stated they would rather get implant charged up first. Pss walked caller through turning antenna dial which resulted in zero coupling bars. Pss walked caller through antenna locate (al) and caller confirmed now getting four boxes. Pss asked caller if there were any changes/falls/traumas to the implant pocket site that could have had an effect on the charge efficiency and caller confirmed they fell about 4 days ago. Caller stated that the coupling issues started before this fall. Agent walked caller through al again and caller confirmed 6 bars. Agent reviewed charging expectations. Equipment is working as designed. Caller will continue charging and then turn implant on. The patient (pt) called back about this same issue, saying that when trying to charge ins they are "back to the same problem I had last week, I can't get any squares to show up black". Patient services (pss) reviewed that pt had mentioned a fall when they called and they said they saw a physical therapist but not their managing healthcare provider (hcp). Pt says they will follow up with hcp. They later called back and said they had an appointment with their hcp on "may 10th" and their hcp office said they were going to check on the implanted neurostimulator (ins), but the pt was wondering if they would get a new ins at their appointment. Pt said they were replacing their ins, because their ins could not charge for 3 weeks. Pt said 2 weeks ago they fell and broke 3 ribs and were in a lot of pain. The patient was redirected to their hcp for next steps.

Event description:
See a4.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient received a new ins on (B)(6) 2022 which took care of everything.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot/serial# (B)(6), product type recharger, product ID 37761, lot/serial# (B)(6), product type recharger h3: analysis of the desktop charger (product ID 37761, lot/serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported last night they tried to charge their implant 3 different times and wiped the magnet with alcohol to try to get their implant to charge but the implant would not charge. This morning pt mentioned they could not get the black squares to light up. Pt verified they could not get anything on the recharger to turn on. Ps asked for an event date and pt noted the issue first happened 2 weeks ago for this was the 2nd time this had happened. Pt confirmed no damage on the dtc cord/connector pin and the recharger charging port. Pt plugged dtc into wall and verified green light came on. The issue was not resolved. The patient was sent out a replacement desktop charger. No symptoms were reported.  Additional information was received from a patient (pt). Pt called back stating they received the replacement desktop charger (dtc) but the boxes are still all empty when trying to charge implant. Caller stated they are in pain and need to get this working. Agent asked caller to walk through an implant charge session. Caller confirmed that the implant is halfway charged, and they see zero coupling bars. Patient services (pss) offered to walk caller through turning stim on but caller stated they would rather get implant charged up first. Pss walked caller through turning antenna dial which resulted in zero coupling bars. Pss walked caller through antenna locate (al) and caller confirmed now getting four boxes. Pss asked caller if there were any changes/falls/traumas to the implant pocket site that could have had an effect on the charge efficiency and caller confirmed they fell about 4 days ago. Caller stated that the coupling issues started before this fall. Agent walked caller through al again and caller confirmed 6 bars. Agent reviewed charging expectations. Equipment is working as designed. Caller will continue charging and then turn implant on. The patient (pt) called back about this same issue, saying that when trying to charge ins they are "back to the same problem I had last week, I can't get any squares to show up black". Patient services (pss) reviewed that pt had mentioned a fall when they called and they said they saw a physical therapist but not their managing healthcare provider (hcp). Pt says they will follow up with hcp. They later called back and said they had an appointment with their hcp on "(B)(6)" and their hcp office said they were going to check on the implanted neurostimulator (ins), but the pt was wondering if they would get a new ins at their appointment. Pt said they were replacing their ins, because their ins could not charge for 3 weeks. Pt said 2 weeks ago they fell and broke 3 ribs and were in a lot of pain. The patient was redirected to their hcp for next steps. Additional information was received. It was reported the patient received a new ins on (B)(6) 2022 which took care of everything.